Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the ratchet was stuck and the locking pin wouldn't lock back in late february. No harm or delay reported. The customer stated they made what they had work. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI:(B)(4). Product evaluation product review of the skin graft mesher (B)(6) by dover on 6 april 2020 revealed that it would not latch and the ratchet handle was stuck. The pre-test calibration and test cut could not be performed due to the ratchet being stuck and the pin not locking. There was also visible damage to the comb, right side plate, bottom roll, and ratchet gear. Product repair of the device was performed by dover on 6 april 2020 which included replacement of the following: right side plate, comb, bottom roll, ratchet gear the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.